Event description:
False negative result (s). I bought multiple tests to be sure I didnt have covid. I took two and swabbed my nose and they both came back negative well I decided to do some research and realized the new variant omicron doesnt show on rapid tests unless you have high levels of the virus in your nose. Opon my research I seen it said a mouth swab is more accurate for omicron so I took one of my test and swabbed my mouth and to my surprise it came back positive. So if you have the new variant it wont work right in your nose, you will possibly get a negative from this test. But it did work as a mouth swab for me and I got a positive that way.